Event description:
A medtronic rep reported that the doctor had an issue with the bone screws of the navigus kit. He stripped 2 of the 3 screws completely and had to use pliers to pull the screws out.

Manufacturer narrative:
No pt weight info was available. Device was disposable and there is no manufacture date info at the time of this report. The device has not been returned to the manufacturer.